Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented remotely via a merlin.net transmission. Non-sustained rv oversensing episode due to myopotentials oversensing was observed. All electrical measurements were stable and in-range on the lead. The patient will continue to be monitored and programming changes will be considered if the oversensing becomes more frequent or severe. The patient was stable.